Manufacturer narrative:
Based on the information available, boston scientific concludes that the identified hole in the cuff could affect the functionality of the device. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The ams800 artificial urinary sphincter (aus) pump was visually inspected, wear marks were identified along the kink resistant tubing (krt) but it was determined that the damage was not enough to cause an issue. The ams800 artificial urinary sphincter (aus) belt cuff was inspected and tested. The inspection found a hole near were the cuff shell meets the cuff backing. The leak test confirmed the location. The product analysis confirmed an issue with the cuff. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the cuff and pump were removed and replaced due to incontinence. After the procedure, the patient was in good condition.